Event description:
It was reported that during training the user was unable to attach and lock the cartridge/connector into the ilet pump, despite trying multiple supplies and performing a rewind, with the connector only turning when no cartridge was inserted. Symptoms included no clinical effects. Outcomes included no impact on health. Investigation included troubleshooting by customer care and education on proper setup, followed by shipment of a replacement ilet. Investigation of the returned device revealed a failure to engage the connector with the cartridge when installed, with no visible obstruction reported and usability factors considered.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.